Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pain ("pain/body pain") in a 27-year-old female patient who had essure (batch no. C08617) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine bleeding. Concurrent conditions included obesity. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), hot flush ("bad hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ crazy bleeding and clots"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urticaria ("bad hives"), rash ("rashes while essure was in me and 2 more out breaks"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), visual impairment ("eye sight is getting worse"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss."), abdominal pain ("abdomen pain") and swelling ("swelling in my body"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed in 2015. At the time of the report, the pain, allergy to metals, hot flush, vaginal haemorrhage, menorrhagia, female sexual dysfunction, urticaria, rash, migraine, headache, visual impairment, fatigue, weight increased, alopecia, abdominal pain and swelling outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, fatigue, female sexual dysfunction, headache, hot flush, menorrhagia, migraine, nausea, pain, rash, swelling, urticaria, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: insertion details: two coils were visible on left side and four coils were visible on right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Ultrasound scan vagina - on (B)(6) 2015: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 7-sep-2018: pfs+mr received- new events: bad hot flashes, apareunia (inability to have sexual intercourse), abnormal bleeding (vaginal) , abnormal bleeding (menorrhagia) , bad hives, rashes while essure was in me and 2 more out breaks, migraines , headaches, nausea, eye sight is getting worse, fatigue, weight gain, hair loss, abdomen pain, swelling in my body were added. Lot number, patient information, new reporters, lab data, historical and concomitant condition were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pain ("pain/body pain") in a 27-year-old female patient who had essure (batch no. C08617-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine bleeding. Concurrent conditions included overweight. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), hot flush ("bad hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ crazy bleeding and clots"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urticaria ("bad hives"), rash ("rashes while essure was in me and 2 more out breaks"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), visual impairment ("eye sight is getting worse"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss."), abdominal pain ("abdomen pain") and swelling ("swelling in my body"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed in 2015. At the time of the report, the pain, allergy to metals, hot flush, vaginal haemorrhage, menorrhagia, female sexual dysfunction, urticaria, rash, migraine, headache, nausea, visual impairment, fatigue, weight increased, alopecia, abdominal pain and swelling outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, fatigue, female sexual dysfunction, headache, hot flush, menorrhagia, migraine, nausea, pain, rash, swelling, urticaria, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: insertion details: two coils were visible on left side and four coils were visible on right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Ultrasound scan vagina - on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-sep-2018: update of information (batch is not valid). Incident : no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required) and allergy to metals ("nickel allergy"). The patient was treated with surgery (to remove essure). Essure was removed in 2015. At the time of the report, the pain and allergy to metals outcome was unknown. The reporter considered allergy to metals and pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2018: quality-safety evaluation of ptc. Update of FDA codes and device problem codes, addition of ptc global number were updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required) and allergy to metals ("nickel allergy"). The patient was treated with surgery (to remove essure ). Essure was removed in 2015. At the time of the report, the pain and allergy to metals outcome was unknown. The reporter considered allergy to metals and pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.